Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan, proximal part, cylindrical, uncemented, 85, taper 12/14 on (B)(6) 2009 on the right side. The patient underwent a revision surgery on (B)(6) 2016 due to pain, loosening and breakage.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: the following information was received ¿patient presented with pain in right hip; surgeon query: aseptic loosening.¿ the received products at zimmer (B)(4) also showed that the distal revitan stem is fractured. Devices analysis: visual examination: in the as received state the metal head was still fixed on the stem taper. For easier handling the head has been removed during cleaning. Beforehand, the orientation of the components to each other was marked. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approx. 3 to 5 mm distal of the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces are partially polished in such a way that the center of the surfaces remained intact and point to a fatigue fracture while along the circumference the metal is polished to a shine. Thus, the area of the fracture origin is polished as well. Based on the curvature of the beach marks the fracture origin is located on the anterolateral side. As far as visible the macroscopic investigation of the fracture surfaces did not reveal defects that could have triggered or favored the fracture. The inside of the distal part¿s body is damaged. On the lateral half the inside is worn. On the face surface polished marks can be seen on both shoulders as well as on the medial side. Further, there is a thin polished stripe on the outer edge of the lateral side. The anchoring surface of the distal part is damaged by scratches and instrument marks most likely due to the removal of the part. On the lateral side there is a drill hole which most probably served as a removal aid. The distal part shows bone attachments on its distal half. On the proximal fracture part of the connection pin, there is a circumferential stripe with a width up to 4 mm showing surface changes adjacent to the blasted area. Closer inspection of the stripe with a low power microscope ((B)(4)) revealed smeared metal, polishing and corrosion. Within the stripe transverse running cracks could be detected. On the lateral side there is another stripe showing a mixture of polishing and smeared metal in the blasted area. The face surface of the proximal part reveals polished marks on four different locations. The anchoring surface of the proximal part does not show bone ongrowth. There is slight damage, mainly scratches, mostly in the neck region. Very fine, polished lines with diagonal orientation can be recognized on the anterior and posterior side. Additionally, very fine, transverse, polished lines can be seen on the medial side. Above mentioned lines are difficult to identify and to photograph. The stem taper is blackish discolored on its entire lateral area as well as partially on ist face surface. A mark located close to the proximal taper end can be observed. Directly below the distal taper end some corrosion deposits are visible. Additional investigation: when putting the two fracture parts carefully together it seems that the distance between the proximal and the distal part is smaller than intended. Conclusion: the hip prosthesis was revised after 7 years and 1 month in vivo due to a stem fracture and pain. The revitan stem is fractured at the connection pin due to fatigue in the nonblasted area some millimeters below the proximal end of the distal stem part. The fracture surfaces are partially polished in such a way that the center of the surfaces remained intact while along the circumference the metal is polished to a shine. Based on the curvature of the beach marks the fracture origin is located on the anterolateral side. On the proximal fracture part a circumferential stripe with a width up to 4 mm revealing smeared metal, polishing and corrosion could be observed. Within this stripe transverse cracks are recognizable. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. On the face surfaces of the proximal and the distal part polished marks were found and the distance between both surfaces seemed at least to be diminished. Further, there is a stripe showing a mixture of polishing and smeared metal in the blasted area of the connection pin. These observations could probably suggest that it came to subsidence of the connection pin in the distal part¿s stem body before the start of the fracture. This could have led to contact between the face surfaces of the proximal and the distal part resulting in the polished marks. Due to the appearance of the explant it is assumed that at least the distal half of the distal part was well fixed in the bone while the proximal part indicates signs of loosening (no bone ongrowth and very fine polished lines on the anchoring surface). It is unknown if the loosening occurred before or after possible subsidence and/or the fracture of the connection pin. The clinical situation, e.g. X-ray follow-up over time in vivo, and/or additional patient information, remains unknown. It can only be hypothesized that a combination of factors, e.g. Sub-optimal bone support / proximal loosening of the stem and corrosion on the connection pin may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. (B)(4).